Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial emergent procedure to treat an abdominal aortic aneurysm (aaa), a type iiib endoleak was observed intraoperatively on a bifurcated stent graft near the left limb. It was noted that the patients tortuous anatomy made it difficult to advance the sheath, as well as retract the nose cone. During the wire and catheter exchanges, there was difficulty advancing through the contra limb; it is believed that the leak was caused by a mechanical source. The bifurcated stent graft was relined with a another bifurcated stent graft and the leak was sealed / resolved and the aneurysm was excluded. This case is considered to be off label as there was an non - afx device (ovation iliac limb) implanted. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of an intraoperative type 3b endoleak of the main body. Additionally, another intraoperative endoleak was noted that was resolved intraoperatively with the placement of a limb stent. As reported, this type 3b endoleak is mostly likely caused during the wire and catheter exchanges, as it was difficulty advancing through the contra limb due to stenosis on the right side. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.